Event description:
During prodedure, catheter sheared off and migrated into pt's left hand. With suction, multiple attempts were made to retrieve retained piece. However, it was not possible to remove retained piece. Decision was made to leave piece in place. It was noted that collateral circulation is evident by angiography. There were no associated pt complications reported.